Event description:
It was reported that the ilet user awoke to high glucose and low insulin drug alerts and was feeling unwell. Review indicated insulin delivery had stopped for about 90 minutes due to the infusion set tubing being disconnected from the site overnight, and the cartridge was depleted, after which the user replaced the teflon infusion set and was advised to replace the cartridge with fresh insulin. The user declined a follow up and agreed to self-monitor glucose levels. Symptoms included hyperglycemia reaching 401 mg/dl, malaise, dry mouth, and polydipsia. Outcomes included a missed insulin dose and a delay to therapy with no lasting health consequences. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed no device malfunction, a usage problem related to an improper method, and involvement of the infusion set/tubing component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.